Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8249609. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, unfortunately without the ability to investigate the affected device, the root cause for this complaint could not be determined at the conclusion of our review. The photos did not show the reported defect; therefore, we could not confirm or associate this failure mode to manufacturing process. Assembly process of tubing/inserter has been evaluated and no equipment or instrument were found that could cause a damage. Internal rejects database was consulted for tubing damaged and no issues related have been reported/detected. H3 other text : see section h.10.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked from the extension tubing during the transfusion on the second day of placement. The following information was provided by the initial reporter, translated from chinese to english: "the catheter was found leaked on the extension tubing in transfusion on the second of placement, which worked normally on the first day of placement."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked from the extension tubing during the transfusion on the second day of placement. The following information was provided by the initial reporter, translated from chinese to english: "the catheter was found leaked on the extension tubing in transfusion on the second of placement, which worked normally on the first day of placement."